Event description:
The customer reports that at the time of withdrawal of the puncture needle there was difficulty by attaching to the metal guide. The puncture needle and the metal guide are extracted together. The metal guide was frayed.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that at the time of withdrawal of the puncture needle there was difficulty by attaching to the metal guide. The puncture needle and the metal guide are extracted together. The metal guide was frayed.